Event description:
The customer reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery in gib board was evaluated and replaced. The collimator was recalibrated. The system was tested and found to be working as intended and returned to service.